Event description:
It was reported that the patient's right ventricular lead exhibited failure to capture and failed to provide anti-tachycardia pacing. The reported lead was capped and replaced on (B)(6) 2023. There were no patient consequences.

Event description:
Additional information received noted that anti-tachycardia pacing was properly performed. No loss of capture was noted. High capture threshold was noted.